Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had tried 8 batteries and the insulin pump did not turn on. The customer¿s blood glucose level was 70 mg/dl. The customer reported that the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are not damaged. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. The customer reported that the display did not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.